Event description:
It was reported the device was burning the pt. There was a red mark over the implant site. The pt could no longer feel stimulation. The pt had also experienced dry skin where the transmitter is placed in (B)(6) 2009. Troubleshooting indicated the transmitter display showed the device was on and the amplitude display would increase appropriately. There had been no known event or trauma to cause the loss of stimulation sensation. The pt lost stimulation sensation around (B)(6) 2010. Additional troubleshooting was being considered. Additional info has been requested.

Manufacturer narrative:
(B)(4)